Event description:
This 66-yr-old male had a semi-rigid penile implant implanted 5 years ago at another facility. Therefore, this reporting facility does not have access to the name of the MFR. The pt did well with this implant until about a week prior to surgery when he started developing some swelling in the penis as well as pain at the glans area. Some hematuria was noted. At the time of surgery, it was noted that just looking right inside the meatus, the left corporal body penile prosthesis had eroded into the uretha.